Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device touch screen was unresponsive when attempting to unlock the ilet and enter the access code, which resolved after the screen was wiped. Symptoms included no reported adverse health effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included a review of the complaint and user troubleshooting guidance. Investigation of this case revealed that the device functioned as expected after the screen was cleaned and that no device malfunction could be confirmed. It was concluded that the event was non-serious and that routine monitoring is appropriate.